Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced hyperopia. The lens was exchanged for a different lens approximately five months following initial implantation. Refractive error was the clinical reason given for the explant. Additional information was requested.

Manufacturer narrative:
The intraocular lens (iol) was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in two(2) pieces in a plastic specimen bag. Solution is dried on both surfaces of the optic and haptics. The optic is cracked/fractured and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "hyperopia" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).